Manufacturer narrative:
(B)(4). Method: the complaint rd900agu neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service centre in (B)(6), where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the service report and photographs provided by fph service center. Results: visual inspection revealed that the gas inlet port of the complaint neopuff unit was cracked. A lot check revealed no other complaints of this nature for lot number 100122. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The nature of the cracking on the gas inlet port suggests that the damage was caused by impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. The complaint neopuff unit was destroyed at fph service center in (B)(6) as per advice received from the healthcare facility. Device inspected at fph service center.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port of an rd900agu neopuff infant resuscitator was broken. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have completed our analysis.

Event description:
A healthcare facility in germany reported that the gas inlet port of an rd900agu neopuff infant resuscitator was broken. No patient consequence was reported as a result of this incident.